Event description:
High thresholds of 4.5 volts at 1.5 m/s were observed. The lead had dislodged. The lead was successfully repositioned on (B)(6) 2010 and a device f/u performed that day revealed appropriate lead functioning. No additional pt complications have been reported and all records indicate that this lead remains actively implanted. Should additional info become available, this event will be updated.